Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump alarmed and powered off in the morning prior to the call and the power issue was not resolved with battery change. Reporter stated that the battery cap was over a year old and was able to secure to the pump properly. Reporter denied that there was damage to the battery compartment or moisture in the pump. In a subsequent call, reporter stated that the pump powered on with a new lithium battery but did not stay on to complete troubleshooting. This complaint is being reported because, the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.